Event description:
It was reported that the shock impedance measurement from this right ventricular (rv) lead had gradually increased to 150 ohms. The physician performed a commanded shock test which showed a measurement of 119 ohms for the delivered shock. It was suspected that the increased impedance was the result of lead maturation. The physician elected to continue with remote monitoring. At this time, the rv lead remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that the shock impedance measurement from this right ventricular (rv) lead had gradually increased to 150 ohms. The physician performed a commanded shock test which showed a measurement of 119 ohms for the delivered shock. It was suspected that the increased impedance was the result of lead maturation. The physician elected to continue with remote monitoring. At this time, the rv lead remains implanted and in-service. No additional adverse patient effects were reported.